Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient woke up on the morning of the report and went to check his implantable neurostimulator using the patient programmer and saw an informational power on reset message on the screen. The patient had not recently had a medical test or any electromagnetic interference exposure. The patient was able to successfully clear the power on reset message. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's intensity of their stimulation had been fluctuating prior to the power on reset (por) message. No further information was reported.